Manufacturer narrative:
(B)(4). Additional concomitant medical products: oss diah seg lock screw set, catalog # 150481, lot # 291030. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial total knee arthroplasty. During the procedure, the locking screw would not insert into the femoral component. A second screw from a different set was opened and it would not insert as well. A new femur was then opened and the locking screw could assemble into the implant. This malfunction resulted in a delay of thirty to thirty-five minutes. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products- oss diahpyseal segment, catalog # 150466, lot # 956520. . Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product determined that the screw hole is missing the counterbore and has rough edges. Dimensional analysis of the screw hole determined that it is undersized and nonconforming to the print. Dimensional analysis of the returned screw determined that it is within specification. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a manufacturing deficiency as the product feature was not machined per print. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.